Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. Access was obtained through the femoral artery. The 95% stenosed lesion being treated was located in the severely tortuous and severely calcified proximal right coronary artery (rca). The physician attempted to place the 4.00x16 taxus liberte stent, but could not cross the lesion. The procedure was completed with a non-bsc device. No pt complications were reported and the pt condition was reported as "good". However, the returned product analysis of the 4.00x16mm taxus liberte stent delivery system (sds) revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on row 1 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A kink was identified in the lumen approx 16mm distal to the guidewire port. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).